Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from the cobas 8000 e 602 module. The results were reported outside of the laboratory and were questioned by the physician. Sample from the patient was sent to another laboratory for testing on a siemens centaur analyzer and then submitted for investigation where testing was performed on a cobas 8000 e 602 module and a cobas e411 analyzer. The serial numbers of the involved analyzers were requested but were not provided. This medwatch is for elecsys ft4 ii assay. Refer to the medwatches with the following patient identifiers for the other assays involved. (B)(6) for elecsys tsh assay; (B)(6) for elecsys ft4 iii assay; (B)(6) for elecsys ft3 iii. There was no allegation of an adverse event. The investigation did not identify a product problem. The cause of the event could not be determined as no sample material was available for further investigation. From the information provided, a general reagent issue could be excluded.

Manufacturer narrative:
A new sample from the patient was submitted for investigation. (B)(6).